Manufacturer narrative:
(B)(4). Date sent: 12/16/2025. D4: batch #762c84. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60d reload was received partially fired 1/5, and an ech60r applicator with two buttresses loaded was returned along with the reload. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 762c84, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the ech60r was attached to ech60s in the surgery, but it did not adhere properly and peeled off. A replacement product was used, and the surgery was completed. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.